Event description:
It was reported that patient enrolled in clinical study and underwent left total hip arthroplasty on (B)(6) 2004. Subsequently, patient was revised on (B)(6) 2008, due to acetabular loosening and fractured screw. No further information has been provided.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Date of event - unknown. Expiration date - unknown. Date implanted - unknown. Date explanted - unknown. PMA/510(k) number. Manufacture date ¿ unknown.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2013-04841 & 2014-02697).

Event description:
It was reported that patient enrolled in clinical study and underwent left total hip arthroplasty on an unknown date in 1988. Subsequently, patient underwent a revision procedure on (B)(6), 2004 due to loosening. It was further reported patient was revised on (B)(6), 2008 due to acetabular loosening and fractured screw.